Manufacturer narrative:
Based on the suppliers results of investigation the device history record review did not indicate any exception that could lead to the reported incident. All material and production process inspections met the specification requirements. The supplier, (B)(4) reviewed the device master record document and there has been no material, design or production process changes.  No sample was returned for investigation and only photos of the sample were provided. From the photos, the front fame was bent inward at the (manufactured) bent position and the wheels were all good without any cracks. As the device involved in this incident was not available for further investigation, the root cause for the reported issue could not be determined.  There is no additional action taken at this time, but we will continue to monitor the trend for this type of incident.

Event description:
Customer was sitting on the rollator when front frame (near wheels) reportedly bent, causing the customer to fall off rollator. Customer allegedly hit wrist and head during fall, but did not experience injuries.